Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pole containing an unspecified quantity of novum iq large volume pumps fell. This was observed when moving the pole to the operating room. There was no patient involvement. No additional information is available.